Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device seized, moved heavily and was jammed. It was further determined that the device failed check power with test stand, min. 190 to 250 w, check the triggers and electronic control unit, change 10 times from forward to reverse at full speed, check the off/fwd/rev mode, check the battery coupling, check the cannulation, trigger test, and check the attachment coupling. It was noted in the service order that the motor and control were defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.